Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the physician commented that the controllability of the bmw universal ii guide wire has changed. It is no longer possible to control the guide wire in the anatomy without a torque device, and the tip is not easily controlled. In addition, resistance was noted during advancement and removal of a trek balloon. After the removal the physician noticed that there are several thickened sections on the guide wire that can also be felt by touch. The guide wire was not used, and a new unknown guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the balloon catheter and irregular texture of the guide wire was unable to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.